Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) with blood glucose level of over 500 mg/dl and the insulin pump display went blank immediately after insulin pump exposure to moisture. The customer reported that the reservoir compartment was cracked. The customer also reported other event such as nausea, vomiting and abdominal pain. The customer was treated with insulin and saline. Troubleshooting was not performed. The customer was advised to discontinue the use of insulin pump and revert to back up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank display due to corroded electronic assembly. The motor and vibrator motor was also corroded. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to blank display. Device had minor scratched display window, cracked battery tube threads, cracked case near the battery tube, cracked case at the reservoir tube window corner, cracked reservoir tube lip and a stained end cap sticker.